Manufacturer narrative:
For plate ids x49700022 and ua15163726, samples were loaded on a sample rack (b rack) in lane 4 (sample ID (B)(6) loaded in position 4 of the rack). For plate ID dp10800593: sample was loaded on a donor rack (d rack) for which a barcode conversion is applied (donor ID (B)(6) converted to 'gt74073' due to conversion scheme: abc codabar. Prefix: ''.). The discrepancy was the consequence of a user mistake. The user re-loaded sample ID (B)(6) in a donor rack (for which barcode conversion is applied) instead of a sample rack. On june 27, 2019 immucor technical support used a remote electronic connection method to assess files on neo iris instrument serial number (B)(4); customer was able to load sample (B)(6) while immucor technical was connected to instrument and instrument read ID as expected. The immucor internal record number for this report is mdr719427.

Event description:
On june 27, 2019 a customer reported a sample ID scanned incorrectly on a neo iris instrument.